Manufacturer narrative:
Summary of event: as reported, during a transcatheter aortic valve implantation (tavi), a performer introducer leaked. Percutaneous access was obtained and once the introducer was "in position", the valve had a "sealing defect" and leaked blood. The leak was quickly noticed, and the sheath was removed and replaced with a new same type device with the same lot number. The procedure was completed successfully; however, the procedure was delayed five to ten minutes. The patient did not require a blood transfusion due to the device failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The device was returned to cook for investigation. The sheath had a kink one cm from the hub and the silicone disc was dislodged. Examining the disc revealed that the slits were visible and straight, but also that there was a clear indentation where (presumably) the dilator dug into a corner of the disc and the disc was warped from staying in the hub for a long time. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that complications during the procedure likely caused the incident. Based on the damage to the silicone disc and sheath shaft just below the hub found in the device examination, it appears the user was advancing the dilator into the edge of the silicone disc, possibly at an angle, with enough force to indent the disc causing it to catch and be pushed down into the hub while the dilator continued advancing into the sheath. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transcatheter aortic valve implantation (tavi), a performer introducer leaked. Percutaneous access was obtained and once the introducer was "in position", the valve had a "sealing defect" and leaked blood. The leak was quickly noticed and the sheath was removed and replaced with a new same type device with the same lot number. The procedure was completed successfully; however, the procedure was delayed five to ten minutes. The patient did not require a blood transfusion due to the device failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). G4: PMA/510(k) # - k171999 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional/corrected information: d9, h3: the device will be returned to cook. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.